Manufacturer narrative:
Results: one sample was returned it showed a piece of broken safety shield (pink cover shield) enclosed in needle hub. A sample was not returned for evaluation. A review of the device history record reveiled 1 qn was reached (#(B)(4)) related to damaged hub which could be related with the reported defect. Conclusion: based on returned sample, we can confirm identified plastic piece is not a foreign matter, is a piece of a broken safety shield. Although manufacturing and quality records have been checked confirming no anomalies or issues were detected related reported defect, the origin of it could be probable due to a blockage in the assembly safety shield machine, where a safety shield was broken ending up in the reported needle hub. On the other hand, based on the preventive measures and our stringent sampling inspection, we are certain that the probability of occurrence of this non-conformance is very, very low and always, in sporadic cases" UDI #: (B)(4).

Event description:
It was reported there was plastic foreign matter present on the needle of a 21 g x 1 1/2 in. Bd eclipse¿ needle with slip tip hub configuration before use. No medical interventions done.